Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Strut rows 1-3 from the distal end of the stent was lifted and pulled proximally. Strut row 1 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within the specification. The balloon cones were reviewed and there were no issues to note. The proximal balloon cone was out of the original folded position this most likely occurred in conjunction with the proximal stent damage that was noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and several dilatations were performed. The device was re-advanced and it still failed to cross. When the device was removed, the mounted stent was found to be lifted. The procedure was completed with a 3.0x12mm synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and several dilatations were performed. The device was re-advanced and it still failed to cross. When the device was removed, the mounted stent was found to be lifted. The procedure was completed with a 3.0x12mm synergy¿ stent. No patient complications were reported and the patient's status was good.